Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision due to the device reaching end of service after approximately 1 year and 7 months since the implant date. The patient experienced loss of therapy. Postoperatively, the patient is doing well and is expected to fully recover. The explanted device will not be returned to boston scientific for analysis, as it was retained by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.block d2b: additional applicable product code: nhl.

Manufacturer narrative:
Correction to blocks: b3, e1. Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision due to the device reaching end of service after approximately 1 year and 7 months since the implant date. The patient experienced loss of therapy. Postoperatively, the patient is doing well and is expected to fully recover. The explanted device will not be returned to boston scientific for analysis, as it was retained by the facility. Additional information received stated that the specific symptom the patient experienced due to loss of therapy was the return of bradykinesia.